Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller, four (4) batteries, and one (1) controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of returned controller revealed that the device passed functional testing. Visual inspection revealed with both power ports, the serial port, and the pump connector. The observed contamination within serial port and pump connector are additional findings not related to the reported event. Log file analysis revealed two (2) controller power up events logged on (B)(6) 2021 at 15:46:01 and on (B)(6) 2021 at 11:06:49. The data point recorded on the controller's internal log prior to the first loss of power revealed that bat809617 was connected to power port one (1) with 69% relative state of charge (rsoc) and a controller adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that bat809617 was connected to power port one (1) and bat809623 was connected to power port two (2). The data point recorded on the controller's internal log prior to the loss second loss of power revealed that a controller adapter was connected to power port one (1) and bat809606 was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that bat809454 was connected to power port one (1) and bat809606 was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 15 seconds and 16 seconds, respectively. As a result, the reported losses of power and power port contamination events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. Additional products: d4: serial or lot#: bat809617 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: bat809623 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: bat809454 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: bat809606 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: unk - controller ac adapter h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant products: dtmc1qq ICD implanted on (B)(6) 2019, 439888 lead implanted on (B)(6) 2019, 6935m62 lead implanted on (B)(6) 2019, 5076-52 lead implanted on (B)(6) 2019 additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 20-dec-2018 labeled for single use: (B)(4). Heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 20-dec-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for single use: no, mfg date: 18-dec-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: unk / catalog #: unk / expiration date: 31-dec-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 20-dec-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku, available for eval: no, mfg date: unk, labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced double power disconnects associated with four batteries and a controller ac adapter. It was suspected that the disconnected were due to patient confusion and possible controller power port contamination. The controller was routinely exchanged due to the age of the controller. The batteries and controller ac adapter remain in use. No patient complications have been reported as a result of this event.